Manufacturer narrative:
A visual and dimensional inspection was performed on the returned device. The reported failure to advance, difficult to remove and device damaged by another device could not be tested as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure, as it is likely the device interacted with the previously implanted stent during advancement resulting in the reported failure to advance. Further interaction with the previously implanted stent during retraction contributed to the reported device damaged by another device and noted stent damage (mangled, flared and stretched), ultimately causing the reported difficult to remove. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device. Na.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The additional xience alpine device referenced is filed under a separate medwatch report number.

Event description:
It was reported that the procedure was performed to treat an unspecified lesion. The case involved two stents: 2.50x23mm xience alpine and 2.25x23mm xience sierra. The order in which the stents were used was not specified. The first stent was positioned on a bifurcation and when the second stent was advanced, the two became stuck with each other. The two stents were removed with the catheters and guide wire as a single unit and the procedure was restarted. Two new xience sierra 2.5x23mm stents were successfully implanted and the use of contrast was doubled. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.